Event description:
It was reported that during a laparoscopic ventral hernia procedure the first three clips fired fine. The fourth clip came out of the jaws already closed. The fifth clip spit into the patients abdomen. Clip four and five were retrieved from the patient. Another device was used to complete the case with no patient consequence. Both devices were discarded.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event.